Manufacturer narrative:
Investigation results completed on ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of lec 1861/error 1660 was confirmed. This was revealed in the event log and during testing. 1660 alarm is watchdog error and 1861 is capacitor does not charge fast enough. The overall condition of the pump is good. The cause is isolated to degraded board corrosion. Action was taken to replace the mother board. Device passed all testing.

Event description:
Investigation results completed on ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Event description:
Information received indicating that a cadd legacy pump displayed error code lec 1861/error 1660. It was reported that there was no patient involvement in the reported event.